Event description:
Ethicon enseal device was inserted during a laparoscopic procedure. Device was inserted into the trocar about 1/3 of the way when the physician noticed that the black insulation around the device was peeling away from the equipment. The device was removed from the field and the physician searched the abdomen for product insulation.